Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of capture and sensing was observed on the atrial lead of an asymptomatic patient. It was determined that the lead had become dislodged. The lead was explanted.